Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the phaco handpiece occluded. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The phaco handpiece was manufactured on november 18, 2010. Based on qa assessment, the product met specifications at the time of release. A visual assessment of the returned handpiece revealed dents on the handpiece irrigation line. The returned handpiece was connected to a calibrated system and tuned. The returned handpiece passed tune. The irrigation and aspiration passage fluidic flow test was performed on the returned handpiece, which passed tests. No additional test was performed. There was no problem found in the returned handpiece. Therefore, the root cause of the reported event cannot be established. The root cause of the observed dents on the returned handpiece irrigation line was most likely due to the user mis-handling of product. (B)(4).